Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 8 to 6 years in a 6-month time period. A request was made to have data from this device analyzed. The device remains in service. No adverse patient effects were reported.